Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced skin irritation described as "bruise, inflammation when it gets hot in summer due to temperature that itches and stinks". The customer was unable to treat and had consulted with a healthcare professional via phone call. The treatment was administered by a family member, they applied an unspecified ointment on the insertion site and dressing it as needed. There was no report of death or permanent impairment associated with this event.